Manufacturer narrative:
Concomitant medical products: product ID 3389s-40 lot# v629584 serial# implanted: (B)(6) 2012 explanted: product type lead product ID 7482a51 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type extension product ID 37602 lot# serial# (B)(4) implanted: explanted: product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: v629584, ubd: , UDI#: (B)(4) ; product ID: 7482a51, serial/lot #: (B)(4), ubd: 05-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was interrogated pre-op and all the bipolar impedance were shown to be low(short) but the monopolar impedance were normal. The extension connection on was cleaned and wiped during replacement the low/short bipolar impedances were consistent and did not change after the battery replacement. No external/patient factors were reported. The neurosurgeon discussed with the managing neurologist preop and they decided that the neurologist was going to bring the patient in for programming after the implantation of the new device and then determine if another surgery would be necessary to resolve the cause of the impedances. 2021-aug-30 e1 (rep): no new information.